Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient had an MRI scan mid (B)(6) 2023. Patient indicated they did not their device in MRI mode, but the radiologist did. Caller reported they were having issue connecting to both of the patient's implants. Patient indicated they charged both implants, communicators, and handsets. Caller reported each handset and communicator were labeled with which of the implants they corresponded to. Regarding the patient's right ins: caller reported they were able to connect but were seeing an error message: "por has occurred. Please check the device battery level. Therapy has been turned off." Caller was able to clear the message and turned stimulation on. Caller reported this had been resolved for the patient's right ins. Regarding the patient's left ins: caller reported they were able to connect to patient's device, but that it was still in MRI mode. Caller was able to exit MRI mode and saw that the ins battery was at 10% charged. Agent suggest charging the ins.